Event description:
I flow received a report stating, flow rate too fast. The incident was noticed on 4 pumps from the same batch. Filled at 150ml between 12h and 06h pm on (B)(6) 2009. Set up in the afternoon for the 4 patients and found empty the next morning ((B)(6) 2009) at about 8h am. They were filled by several nurses in post intervention supervision room. The patients were in different departments and did not have any temperature. Each flow restrictor was taped on the patient's skin. No adverse clinical effects were noted. Pumps were filled with 150ml, medication unk, flow rate set at 5ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record 100068.

Manufacturer narrative:
No sample was available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all mfg operations were found to be within specification. A review of the lot history revealed no other complaints for the reported lot. The reported fill volume for this pump was 150ml. The directions for use (dfu) (1303046, rev. E) contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal.